Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. The mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. Unit received with the shock cushion worn from routine use. The 6-inch transitional teeth were worn, and it was replaced. The ¼ inch pin was worn and the adjustment wrench had worn threads. Unit received required preventive maintenance and replacement of worn parts as a result of normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that mayfield ultra base unit (a2101) would not lock properly. It is unknown if there was patient involvement; however, there was no patient injury or surgical delay.